Event description:
During a cholecystectomy procedure, after 5 times no function, error code on display. A new instrument was used to complete the case with no patient consequence. No further information is available.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is determined to be a MDR malfunctions. The analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and an error code 5 was received. The indentified blade damage may have occurred form external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." The batch record was reviewed and no anomalies were noted during the manufacturing process. (510(k)#k990362)